Event description:
The customer contacted a technical service rep (tsr) and reported a leaking patient line during fill 5 of 5 using the homechoice system. The issue was reviewed over the phone with the tsr, which revealed the home patient (hp) woke up with discomfort, feeling as if she had to urinate. The hp noted a horizontal slice in the patient line where it had been coiled up, approx 1/2 the diameter of the patient line in length (approx 2mm). The hole was located a few inches down the line from the patient line/transfer set connection. The patient noted fluid had leaked onto her floor and there were bubbles in her catheter. The patient disconnected herself from the patient line, capped off her transfer set with a minicap and attempted to end the therapy on the homechoice system. The system then elicited a check lines and bags alarm and the patient contacted a tsr for assistance. The tsr verbally assisted the caller to end the therapy using the homechoice system. The hp finished dialysis therapy for the night via a manual capd exchange. The hp continued to experience discomfort during the manual capd drain and noted air bubbles in her effluent. The hp related she had no further discomfort upon completion of the manual capd exchange. Follow up with the hp's dialysis center nurse revealed there was no patient injury or medical intervention as a result of this incident. According to the rn, the hp had a preexisting condition of pneumonia and was undergoing antibiotic therapy at the time of the incident. Therefore, no prophylactic antibiotics were prescribed to the hp.

Manufacturer narrative:
The sample was discarded by the home patient and is unavailable for evaluation. No further measures will be taken relative to this matter. Renal product surveillance, quality engineering and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.